Event description:
It was reported that the svc portion of the model 6945 lead had a "complete fracture." The lead was explanted and replaced. High impedance was reported on the model 6940 atrial lead. The lead was explanted and replaced, and it subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: defib conductor fractured. The lead was in contact with device, and this damaged the lead. The proximal segment was returned and analyzed. Proximal conductor fractured. The lead was in contact with the device, and this damaged the lead. Partial lead in segments was returned and analyzed.